Event description:
As reported, the patient presented to the emergency department 11 days later and with sharp pain and drainage coming from their closed access sites after the use of a 6-12f mynx control venous vascular closure device (vcd). There was bright red oozing coming from the site. The emergency department found that the patient had a hematoma and a pseudoaneurysm. The patient went back 15 days post procedure to the electrophysiology clinic and was placed on antibiotics. The patient underwent a cryoablation procedure. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient presented to the emergency department 11 days later and with sharp pain and drainage coming from their closed access sites after the use of two 6-12f mynx control venous vascular closure device (vcd). There was bright red oozing coming from the site. The emergency department found that the patient had a hematoma and a pseudoaneurysm. The patient went back 15 days post procedure to the electrophysiology clinic and was placed on antibiotics. The patient underwent a cryoablation procedure. Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. A pseudoaneurysm/hematoma/bleeding event is a common procedural complication and is listed in the product¿s IFU. A pseudoaneurysm is a type of pulsating "bubble" on the vessel due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the vessel into the hematoma cavity. This pouch or sac coming off the vessel looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the vessel wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pvd (peripheral vascular disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the vessel, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction, pseudoaneurysm, hematoma and bleeding experienced. However, patient/procedural factors are possible. Without images of the site, the reported events could not be confirmed, and no possible product-contributing factors could be determined as the devices were not returned for analysis. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ the patient brochure also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, the patient presented to the emergency department 11 days later and with sharp pain and drainage coming from their closed access sites after the use of two 6-12f mynx control venous vascular closure device (vcd). There was bright red oozing coming from the site. The emergency department found that the patient had a hematoma and a pseudoaneurysm. The patient went back 15 days post procedure to the electrophysiology clinic and was placed on antibiotics. The patient underwent a cryoablation procedure. Additional information was requested but not provided. The device will not be returned for evaluation.